Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months after the implant procedure. Additional suspect medical device component involved in the event, product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had inadequate pain relief due to lead migration. The patient underwent an explant procedure and the explanted device components were not returned. No device malfunction was suspected.